Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal floor/pelvic floor issues. The patient reported she was starting to have urine leakage so she asked her husband to increase the number and then began having a lot of pain and it has gotten worse. The pain is in the patient's left hip, back at the implant site/ins pocket, generates down when she bends over and is sharp when she is sitting. The patient was offered help in turning the stimulation down or off but her husband was not home to help. The patient also noted she had gained weight and wondered if the pressure was causing the leakage. The leakage was reported to have started about 3 weeks prior to the call date, in (B)(6) 2016. The pain after increasing stimulation began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.